Event description:
A stryker restoration modular hip and tritanium cup were being removed for infection.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
A stryker restoration modular hip and tritanium cup were being removed for infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 6276-7-018, mod con dist stem 18 x 155 mm, lot code: unknown; cat. No.: 6260-9-340, v40 cocr lfit head 40mm/+8, lot code: mlr05v; cat. No.: 509-02-62g, tritanium revision acetabular, lot code: mme1m7; cat. No.: 6276-1-021, 21mm mod rev hip body/bolt stdcomponent level 9006-1-021, lot code: 44923904. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Retained by hospital.